Event description:
Manufacturer rep reported, the tunneling tool broke. The device was returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis results revealed the device broke at the injection mold gate. This was not a manufacturing defect.